Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: when the hospital stuff turned on the ventilator, there was constant flow out of the tank overpressure valve, and the mixer valves was constantly clicking / alternatively letting the air and o2 in the tank. Also flow sensor could not be calibrated.

Event description:
Hamilton medical ag received the following incident description: when the hospital stuff turned on the ventilator, there was constant flow out of the tank overpressure valve, and the mixer valves was constantly clicking / alternatively letting the air and o2 in the tank. Also flow sensor could not be calibrated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: when the hospital stuff turned on the ventilator, there was constant flow out of the tank overpressure valve, and the mixer valves was constantly clicking / alternatively leting the air and o2 in the tank. Also flow sensor could not be calibrated.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. (B)(6) 2024. Inquiries with the technical support have confirmed that this incident has already been investigated in cer (B)(4). (Jazmp ref n°: (B)(4). Therefore, this case has been assessed as non-reportable.